Event description:
It was reported that the ventricular lead exhibited oversensing due to crosstalk from the ventricular safety pacing. The ventricular lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead exhibited oversensing due to crosstalk from the ventricular safety pacing. The ventricular lead sensitivity was reprogrammed and the lead remained in use. It was further reported that the ventricular lead exhibited crosstalk oversensing of atrial pacing. The atrial output was reprogrammed, and the lead remained in use. It was further reported that the ventricular lead continued to exhibited potential oversensing of atrial pacing. It was further reported that the lead integrity alert (lia) triggered, and the lead exhibited an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead exhibited oversensing due to crosstalk from the ventricular safety pacing. The ventricular lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2012: it was further reported that the ventricular lead exhibited crosstalk oversensing of atrial pacing. The atrial output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2013: it was further reported that the ventricular lead continued to exhibited potential oversensing of atrial pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited oversensing due to crosstalk from the ventricular safety pacing. The ventricular lead sensitivity was reprogrammed and the lead remains in use. It was further reported that the ventricular lead exhibited crosstalk oversensing of atrial pacing. The atrial output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.